Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jan2019. (B)(4). The customer reported that the reported condition could not be duplicated. The customer reported that the filter was dirty. The philips field service engineer evaluated the device. The reported condition could not be duplicated. Further evaluation of the device was found that the cause of the reported condition was due to a mishandling of the device by customer's contracted biomedical engineer. The fse reported that the ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that during patient use, the ventilator blower suddenly switched off without any audible or visual alarm. The screen was frozen and blocked. The ventilator could not be turned off. There was no harm to the patient. The medical staff was present when the event occurred. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 14aug2019. Date of report: 26aug2019. The power management printed circuit board assembly (pm pcba) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the pm pcba revealed no signs of physical damage or contamination. The pm pcba was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned pm pcba would not deliver breaths and alarmed. It was found that q14 was shorted with 40.1 ohms of resistance from the drain pin 2/4 to source pin 3. It was also found that the resistance at r31 was high with a measured value of with 64.81 ohms. The q14 and the r31 were removed, and replaced. Testing was then performed again, and the test ventilator with the repaired pm pcba passed all testing. The reported condition was resolved by pinpointing the specific failures, damaged components q14 and r31. This damage was the cause of the ventilator's reported malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.